Event description:
It was reported by the fse that during a routine check the cs100 intra-aortic balloon pump (iabp) malfunctioned. The display hang issue. No patient involvement. No harm reported. The fse was dispatched to evaluate the unit. The fse found that display gets hanged after switching on the machine. Then checked & found power supply of the machine was defective. Then replaced the power supply of the machine from customer stock & again checked & found now display hanged issue resolved after replacement of power supply but machine give error electrical test fails code # 35. Then replaced the main board of the machine from customer stock & found now no error is coming. Then performed all tests of the machine. All tests passed. Equipment handover to customer in good working condition. The parts were retained by hospital due to hospital policy.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6).